Event description:
It was initially reported that the patient had coupling/communication issues between their external recharger and the implantable neurostimulator (ins). An overdischarge of the battery was suspected and patient compliance with recharging was reported as the reason. The last time the patient felt their stimulation was over 12 months ago. Follow up information reported that the patient had never had therapeutic effect since implant of the ins system even after 10 plus "unsuccessful" reprogramming sessions over the years. She desired to have the ins removed since it never covered her pain. The removal of the ins had not been schedule at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3998 lot# v013862 implanted: (B)(6) 2007 explanted: unk; lead model 3776-60 serial# (B)(4) implanted: (B)(6) 2007 explanted: unk; recharger model 37752 serial# (B)(4); programmer model 37742 serial# (B)(4); extension model 3708260 serial# (B)(4) implanted: (B)(6) 2007 explanted: unk. (B)(4).